Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the technician noted a scratch on the lens when the technician removed the package. Reportedly, there was no patient contact. No further information was provided.

Manufacturer narrative:
Additional information obtained from the surgical center: (B)(6). The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection of the return sample revealed no presence of scratches or cosmetic defects and no damages were observed on the lens optic zone including the haptics are. However, surface of residuals (fiber/particles) and ovd (viscoelastic) residues on the lens; indicating the unit was handled and prepared for surgical use. Therefore, the reported complaint of lens scratched is unconfirmed. The manufacturing record review (mrr) was performed. The product was manufactured within specifications. There are no associated deviation or non-conformity reports found in the manufacturing record review (mrr). The units were released according specification and in compliance with the product intended use as required. The review of the materials / process manufacturing instructions in the change control system revealed that the product was manufactured as required. The directions for use (dfu) was conducted and instructed how to examine the lens prior to use of the device. All pertinent information available to abbott medical optics has been submitted.